Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. Root cause for the complaint condition could not be determined. Potential root causes. The product labeling for silikon 1000 provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, associated trend alert was observed in (B)(6) 2024. No actions are required at this time. All complaint trends are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Vision loss associated with silicone oil endotamponade in vitreoretinal surgery ¿ a review. Graefe's archive for clinical and experimental ophthalmology (2024) 262:3453¿3463. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A literature article revealed that after vitreoretinal surgery, the patient experienced unexpected vision loss after removing the ophthalmic silicone oil. The current patient status was unknown. This complaint is pertaining the first of six reports received from the initial reporter.

Manufacturer narrative:
Corrected information is provided in sections h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.